Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic with an inappropriate shock from their implantable cardioverter defibrillator on (B)(6) 2020. The right ventricular channel had noise over-sensing episodes that caused the shocks. It was also noted that patient's right ventricular lead had decreased sensing and high out of range pacing impedance. Physician suspected device was not connected to the lead properly. Device was reconnected to the lead on (B)(6) 2020. A loose screw was identified as the cause of the poor device to lead connection. Patient condition was stable after the procedure.